Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a decanav catheter and there was a current leakage error (error #unknown) displayed on the carto® 3 system. It was also noted that when the decanav was advanced into the body, there was noise on all of the 12 lead channels (intracardiac and body surface). When the catheter was in the body the 12 lead was still visible but difficult to read. The cable was replaced without resolution. The port the catheter was connected to was swapped, but the issue remained. This was resolved when the decanav was removed from the body. The catheter was replaced, and the problem was resolved. The case continued. No patient consequences were reported.